Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2013 and a drain was inserted into the spinal cavity. On (B)(6) 2013 the drain stopped functioning and a hematoma developed. The patient underwent a reoperation on the same day. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1349580 mfg date: 02/01/2013, exp date: 02/28/2018. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Add'l device info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: j1349580.